Event description:
The following info was reported: pvd near puncture site, balloon popped on two devices during pull back. Manual compression was applied for 30 minutes. The pt was not hospitalized. Procedure: peripheral. Vessel size: 6 mm. Stick location: left groin.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. It should be probability of two devices failing in the same pt due to a puncture of the balloon is highly improbable without an outside source causing the puncture. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However it was reported that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site. See MDR 3004939290-2014-00536 for the second device.